Event description:
Patient reported that she has been using freestyle libre 14 day for about a year and has been getting incorrect results each time she uses the device. She contacted the MFR but did not get satisfactory result.